Event description:
It was reported that the pump time was inaccurate; cause was unknown. The customer's blood glucose level was 171 mg/dl. Reportedly, the customer corrected the pump time and continued using the pump for insulin therapy.